Event description:
We were performing a paroxismal atrial fibrillation. At the end of the procedure, the pentaray and vizigo were inside the right atrium, and the doctor reinserted the stsf inside vizigo to check the cti. Once reinserted and inside the right atrium, the stsf was not visible on carto. Impedance value, temperature and signals were visible, catheter appeared in the right position according to the fluoroscopy. The catheter appeared connected on carto. We tried to disconnect and reconnect the catheter but didn't solve the problem. On carto we had errors 319 "catheter out of mapping range", 401 "map points cannot be acquired", 80 "invalid force measurements". On the force graph, the sh appeared as value, but at the fluoroscopy the catheter appeared out of the sheath and signals were visible. Since the doctor was not sure about doing the cti, he decided to terminate the procedure without changing the catheter. No error happened during the pv isolation. For the same patient, at the end of the procedure, the doctor extracted the pentaray, and the stsf, than the introducer (avanti 8f 11cm cordis, lot 18427318). At the moment of the introducer extraction, the doctor realized that part of the introducer remained inside the patient body, and the introducer seemed to be severed. The doctor says he is not sure how this happened. The patient was transferred in another or to remove the part of the introducer, and vizigo was still inside the femoral vein to avoid moving furthermore the introducer (for this reason it was not possible to pick it up. Pentaray was trashed by the customer and stsf was picked up sent for analysis. The actual condition of the patient are not know, but it was stable for the entire time of the procedure. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 2, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Part of the introducer remained in the patient body, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).